Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. No product is expected to be returned at this time. A follow-up MDR will be submitted if additional information is obtained. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system sk4256. While the surgeon alleged a possible issue with the erbe generator, monopolar curved scissors (mcs) instrument or the maryland bipolar forceps (mbf) instrument, there were no entries related to an issue with those products. Further, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Monopolar curved scissors (mcs) instrument pn: 470179-19, ln: n11210118-0646, sn: (B)(4) had 2 of 10 uses remaining and was used in subsequent procedures through its end of uses. (B)(6) bipolar forceps (mbf) instrument pn: 471172-16, ln: n10210308-0144, sn: (B)(4) had 10 of 14 uses remaining and was used in multiple subsequent procedures. All other reusable instruments used in the case were also used in subsequent procedures. A site review shows no complaint filed against any of the instruments. No image or video clip for the reported event was submitted for review at this time. This event is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, the patient reportedly returned to the hospital due to an unspecified ureter injury over two months post-operatively. The surgeon alleged that the patient¿s ureter injury was potentially caused by a da vinci energy instrument or erbe vio generator; however, the cause of this reported injury is currently unknown. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. Blank because the product is not implantable. Information for the blank fields is not available. If the initial reporter submitted a report to the FDA.

Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr) was informed by the console surgeon that after a da vinci-assisted hysterectomy with salpingectomy oopherectomy procedure on (B)(6) 2021, the patient returned to the hospital on (B)(6)2021 ¿with a ureter injury.¿ the surgeon alleged that the injury was ¿due to a potential erbe vio dv malfunction, using either the monopolar curved scissors (mcs) instrument or the maryland bipolar forceps (mbf) instrument.¿ the da vinci-assisted procedure was completed. It was reported that the surgeon believes that the isi system/product(s) may have caused or contributed to the patient injury. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.